Event description:
It was reported by the aci clinical specialist that a male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the femoral head via a 6f cordis sheath. A pre-procedure femoral angiogram showed the vessel size to be 7mm. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the physician deployed the device, the patient had groin pain and there was presence of a hematoma (size unknown). The staff watched and observed the site and the patient continued to complain of groin pain. An ultrasound was obtained an hour later which showed a small pseudoaneurysm. Manual compression was applied for 30 minutes. The patient was hospitalized and the discharge date is unknown. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.